Manufacturer narrative:
Product analysis: an inspiratory flow module (ifm) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the inspiratory flow module printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed

Event description:
It was reported that, on start up a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time the event occurred.